Event description:
According to the reporter, on a laparoscopic distal pancreatectomy, while clipping the blood vessel, clipping could be performed in one firing, but the second firing onwards, clip could not be performed even when the handle was squeezed. The surgeon was able to load the clip, but when the surgeon squeezed the handle after approaching the tissue, the clip fell off. Another device was used to complete the case. There was no patient injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: g3, h6, h3: evaluation summary: medtronic conducted an investigation based upon all information received. The device and two photos were available for evaluation. Visual inspection noted the first photo depicts the instrument with the handle in the home position, and the jaws open. The second photo depicts the top and bottom of the jaws open. The instrument was received partially applied. The clip counter was not active. No visual abnormalities were observed with the instrument. Functionally, the instrument was cycled to load a clip. The handle was released partway through the firing cycle and the handle returned to the home position leaving an unformed clip in the jaws. The handle was cycled a second time and the handle was released partway through the firing cycled and the clip advanced pushing out the unformed clip and leaving another unformed clip. The ratchet system was not functioning properly. It was reported that the clips did not load properly into the jaws as expected and a component disengaged/disassociated from the device into the surgical cavity. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.